Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 8 atmospheres for 30 seconds. The balloon was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1 - (B)(6). Initial reporter city - (B)(6).